Event description:
It was reported that the insulin pump alarmed during the priming process. Caller was told to call to report the incident. Caller advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime process due to flush/loose drive support disk.